Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the device, a functional test was performed on the forceps. When handle was manipulated, the handle would not move. Several attempts were made to open the forceps cups, but each attempt failed. A visual inspection of the device observed the sheath of the device being stretched out and the coil spring being exposed. The sheath appeared to be stretched the entire length of the device. There are several areas in the sheath in which the coil spring is exposed, however the most severe coil spring exposure starts at 153.5 cm and goes to 172.6 cm from the handle of the device. The length of the sheath is measured at 278.7 cm from the handle of the device and 280.9 cm to the end of the cups. The device was sent back to the supplier for evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close". During functional testing, it was confirmed that the device would not operate properly when the handle was manipulated. The device would not open or close. Upon further investigation it was determined that the device had been stretched and the coil spring was exposed. Upon disassembly of the device tip, it was noted that the device has a butt joint that has broken at the solder connection. The reported defect of "would not close" was confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not close properly" was confirmed; the device opens but does not close. The device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire /link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. Additionally, the device had been stretched and the coil spring was exposed. The evaluation was unable to determine the root cause for the reported defect of the device being stretched exposing the coil. No additional corrective action will be taken at this time for this defect. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastroscopy procedure, the physician used a captura biopsy forceps without spike. The endoscopist was using a gastroscope and passed the forceps down endoscope to obtain a specimen. When the biopsy forceps were opened, they would not close properly. The gastroscope had to be removed from patient as the forcep would not close (subject of this report). The grey sheath coating on the biopsy forcep was damaged and the wire coiling was exposed. She also mentioned that this happened a few weeks ago [see related MDR 1037905-2017-00195].